Event description:
A medtronic representative reported an inaccurate vertex screw placement using the stealthstation tria navigation system. It was found that the screw was incorrectly positioned so it was removed. The surgeon continued the surgery without the use of the medtronic system. A medtronic representative was unable to obtain patient information.

Manufacturer narrative:
Patient information was requested but not able to be obtained. The system was checked after the case and the reported issue was not able to be replicated by medtronic personnel.